Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient in response to an inquiry for more details regarding the event: patient weight at time of event was (B)(6).

Event description:
Follow up information received from the patient reported that they have had the device turned off as it had not helped with their incontinence at all. The patient also questioned ¿what fall¿ when asked. There were no further complications reported or anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient stated that they don¿t recall of a fall. The patient also stated that there was no impact to the device due to fall.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. The patient reported she fell a week ago on her backside down slippery steps. The patient stated that she fell on the other side, has bruising and thinks she may have cracked her pelvis. The patient stated that she is starting to have trouble getting around. The patient stated that he was calling for compatibility guidelines for medical tests and to have an interstim book sent. The patient stated that her doctors think her back issue and pain and incontinence are all involved with the sacral nerve. The patient stated that since implant, her interstim has not improved her incontinence symptoms, she still has overflow in the morning and she is now trying the third program. The patient stated that prior to implant she got up 2 or 3 times at night and after it was 1 time. The patient stated that recently, her chiropractor instructed her to turn stim off for 10 days and she turned it back on on (B)(6). The patient stated that on (B)(6), it was at 2.55 and every day (since (B)(6)) she has been increasing by one decimal per day, now she is at 4.55 and now feels discomfort and pulsation all the time in her right vulva and perineum however she is able to sleep. The patient also stated since making the increase she does not notice any improvement to her incontinence symptom from when it was at 2.55 and now that it is at 4.55. The patient stated that she would try decreasing to see if the discomfort resolves. The patient knows when she turns stim off, the discomfort and pulsation stops. Patient services reviewed a lot of education information. The patient was redirected to follow-up with the healthcare provider (hcp). The patient stated that they told her to come back in 3 months but they cannot get her in for 4 months. Patient services offered and sent the patient therapy manual, the patient programmer (pp) manual and symptom diary. No further complications were anticipated/reported.